Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the bolt holding the seat post to the base frame broke in half, and it ended up stretching out the hole in the base frame. Dealer stated the patient noticed the seat was wobbly and dealer found that the bolt had broken. Dealer states patient weight (B)(6). MDR filed